Manufacturer narrative:
No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation system being used during a spinal fusion. It was reported that when verifying a legacy or solera reduction driver with the screw, system had difficulty verifying. When they verified the driver without the screw, there was no problem. However, with the screw inserted, the system couldn't verify it. The issue occurred intra/peri-operatively with less than one hour delay to surgical time. The impact on patient outcome was unobtainable.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the software investigation found that the reported event was unrelated to a software issue. The behavior described is the intended behavior of the software. The software was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was noted that the site was attempting to verify the driver after the projection of the screw was activated in the software. Additionally, software engineering reviewed the event and stated that the software was working as designed. It was noted that navlock tools cannot be verified once a screw is added in the software; the banner will display distance and angle to divot, but it will not verify.